Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause of the discordant glucose results was due to a malfunction in the sample reagent wash pump (srwp). The fse replaced the srwp and ran qc. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
Discordant, high glucose results were obtained on an advia 1800 instrument for two patients. The discordant results were reported to the physician(s). The same samples were repeated on an alternate advia 1800 system and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant glucose results.